Manufacturer narrative:
Patient samples were not returned for investigation; however, device lot in complaint was returned. Product support tested both retained and returned device lot hcg1080272. Retained lot hcg1080272 investigation: control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg120223-01, 207iu/ml hcg urine lot: hcg120306-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=5). The 207iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=5). Returned lot hcg1080272 investigation: control: 25miu/mld hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg120223-01, 210iu/ml hcg urine control lot: hcg120229-02. Summary of results: the return devices meet qc specification, details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minutes reading time (n=3). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time (n=3). Conclusion: hcg urine controls at cutoff and high level were tested with retained and returned products. From retained and returned testing with in-house controls, the customer's result was not replicated and the product performed as expected. Results met qc specification. No false negative results were observed. No abnormal results were found during manufacturing document review. Product support was unable to identify the root cause of complaint. As of (B)(6) 2012, ten false negative complaints have been reported for lot hcg1080272. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative hcg result on one female patient. Ultrasound for patient showed that she was 11 weeks pregnant. No other patient information provided.